Event description:
As reported for this event by the customer, during reprocessing while preparing the device for high-level disinfectant (hld) process in the endoscopy room, the device was found to have no image with only black screen. There is no patient involvement and no harm to any patient.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image for the device. Broken ultrasound elements were noted for the device. The device also showed corrosion, which indicates water invasion due to physical stress in image guide holder and connector. The leakage test between the imaging connector and ultrasound connector failed. Other observations for the device: no data transmission; leak in biopsy channel; adhesive of distal end rubber coating (a-rubber); and camera switch (sw) sw4 is not working. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined. Olympus will continue to monitor field performance for this device.